Event description:
It was reported that there was a possible setscrew issue with implantable cardioverter defibrillator (ICD). It was also reported that the impedances on the right ventricular (rv) lead suddenly increased and remained elevated. The lead tested normally after disconnecting from the ICD and testing through the analyzer. The ICD was explanted and replaced. The lead tested normally through new device. It was later reported that the superior vena cava (svc) coil impedance is unstable with inconsistent measurements. Patient has had this problem and recently underwent device change as the grommet/set screw of the previous device was suspect. The coils are now measuring high again. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5554, implantable pacing lead, (B)(6) 2003; 4194, implantable pacing lead, (B)(6) 2005; d224trk, implantable cardioverter defibrillator, (B)(6) 2010. (B)(4).